Event description:
It was reported that during a procedure on (B)(6) 2014 while the surgeon was hammering the helical blade in place the head of the coupling screw broke off of the shaft. The helical blade was already advance to the desired location and the shaft of the coupling screw was removed with a broken screw removal set. There were no fragments generated and no additional intervention was required. The procedure was successfully completed with a 2-3 minute surgical delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. The product development evaluation shows, the helical blade coupling screw is a component of the titanium trochanteric fixation nail (tfn) system intended for the intramedullary fixation of proximal femur fractures. The technique guide was reviewed for proper use of the instrumentation for this system. One helical blade coupling screw (part# 357.377, lot# 4984968, mfg nov2005) was returned with the complaint. Upon receipt of these devices it was seen that the device is in two pieces, the knurled cap is detached from the shaft of the coupling screw and there are hammer marks on the cap. The drawings for the helical blade coupling screw were reviewed and the design, material and finishing processes are appropriate for the intended use of this device. This complaint condition is confirmed, the most probable root cause of this complaint is either off axis hammering, or hammering while not fully threaded, coupled with use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. The DHR was reviewed and no issues were found during manufacture that would contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.